Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdr's were submitted to represent the bard/davol perfix plug (device #1) and 3dmax mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2003 and (B)(6) 2004, and a 3dmax mesh on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the perfix plug (device #3). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1) and 3dmax mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2003 and (B)(6) 2004, and a 3dmax mesh on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records and plaintiff profile form: (B)(6) 2003 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of perfix plug (left - device #1 & right - device #2). Per op notes, "in the right inguinal defect, a perfix plug (right - device #2) was placed and sutured. In the left inguinal defect, a perfix plug (left - device #1) was placed and sutured." (B)(6) 2004 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per op notes, "a perfix plug (device #3) was placed into the defect and sutured." (B)(6) 2006 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #4). Per op notes, "the previous meshes (device #1 & #3) appeared to be balled up. A 3dmax mesh (device #4) was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with removal of perfix plug (device #1, #3 & #4). Per op notes, "the mesh (device #1, #3 & #4) was dissected and removed. The ilioinguinal nerve was dissected free."